Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device was reviewed by depuy engineering melbourne in a-3905334 which states my assessment is that this complaint is due to wear and tear. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device was reviewed by depuy engineering melbourne in a-3905334 which states: I have assessed this instrument complaint. As can be seen from the attached photographs the inserting end of this 257005100 summit standard imp inserter is badly worn and burred. The lot I/d is so2014751. My assessment is that complaint is due to wear and tear. Review of the photo confirmed the device is worn and burred. It should be noted the device was manufactured in mar 2014. Root cause attributed to the device being worn from normal use and servicing. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added b5 and h6. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received stated that the inserter has clearly worn out over time to the point where the surgeon was reporting over a period of time that it was difficult to engage with the definitive stem when performing insertion.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Damaged/warn tip of summit stem inserter instrument identified with routine check of instruments by rep.